Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803.the device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a m2 niti taper .06 sterile wp16 file broke during use. The outcome of this event is unknown as of this MDR. Unknown if broken part remains in canal. Reportedly, there is no injury.